Event description:
It was reported that pump malfunction occurred with malfunction message displayed and no notable events before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, and malfunction did not recur after reset; customer was advised to continue using pump, to reload cartridge independently, and to call back if malfunction appeared again, with no further actions needed at that time.